Event description:
The end user reported that the balloon burst and the catheter fell out.

Manufacturer narrative:
The end user has been catheter dependent for many years due to a spinal cord injury and has her catheter changed every two weeks. She stated that 5-6 months ago she began using a different urological catheter. The balloon apparently burst on two occasions after a couple of days and the catheters fell out. New catheters were inserted. She has had previous uti but felt that she had an increased frequency of uti after the two incidents. She was treated with oral antibiotics. She had no item number or lot number to report. She originally reported that it was a 10-30 ml balloon but later stated it was 10ml and inflated with 10ml of fluid. A single used 16f silicone foley catheter was returned for eval. The catheter balloon was ruptured. It is not known if the balloon was over-inflated at the time of insertion. The root cause for the rupture was not determined. There have been no other reports of urinary tract infections related to the use of 16f silicone foley catheters. It is not known if insertion technique or catheter care played a role in the reported infection.